Event description:
It was reported by service report that the cot was damaged during delivery. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is rec'd, a f/u report may be submitted.